Manufacturer narrative:
H3 other text : device evaluated by 3rd party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. The manufacturer received information severe sinus inflammation. There was no report of serious or permanent harm or injury. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The following correction has been updated in this report. Section "model number", "catalog item identifier", "product UDI" in box c has been updated/corrected. Section "reporter country" in box e has been updated/corrected. Section "report source" in box g has been updated/corrected.